Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. No excessive no delivery alarms noted. The insulin pump functioned properly. The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. Customer's blood glucose level was 41 mg/dl. The customer treated his blood glucose level with food and glucose tablets. The customer was admitted to the hospital on (B)(6) 2016. The customer treated his low blood glucose level with a manual injection. The outcome of the hospitalization was hyperglycemia. The customer was wearing the insulin pump at the time of hospitalization. The customer was advised that the device would be replaced and agreed to return the product for analysis.